Event description:
It was reported that no air was able to be injected into the balloon after insertion. No test was done before use. No patient harm was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Other, other text: one (1) sample was returned for inspection. The sample was visually inspected; lack of solvent was observed at the joint between the valve and pilot balloon. Functional testing was performed, and the sample was rejected by the leak tester. Based on the analysis conducted, the cuff wouldn't inflate. The failure mode was confirmed. An awareness notification was made to production personnel. The occurrence of this failure could have been caused by insufficient solvent at the joint. (H6c, h6d, h6e) there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. Lot number is known. (D4 and h4), corrected data: h5.